Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: graduation lines were misaligned.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Thirteen (13) unused samples were received for evaluation. All thirteen (13) samples were tested and found to be within specification. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. If additional pertinent information becomes available a follow-up report will be filed.